Manufacturer narrative:
This remediation MDR was generated under protocol(B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. UDI information was unknown.

Event description:
It was reported that the pump failed to sense the plunger position. No patient injury was reported.